Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a loss of suction during a corneal flap creation procedure. Additional information has been requested.

Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The root cause could not be identified conclusively. Without sample the root cause could not be determined conclusively. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. (B)(4).

Event description:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.